Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 90% stenotic lesion was located in calcified and moderately tortuous proximal left anterior descending (lad) artery. While attempting to pre-dilate the lesion, the maverick2 15mm x 3.0mm balloon ruptured. The number of inflations and to what atms is unknown. The procedure was completed with a different device. There were no patient injuries or complications. The patient's status was reported as "good."